Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 24, 2007. During product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The ail pcb was recalibrated and the device was released and returned to the customer.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of specification air in line printed circuit board (ail pcb). There was no patient injury or medical intervention necessary. No additional information is available.